Event description:
It was reported a free flow event and the device allegedly allowed approximately "two feet of air" flow past the pump after full delivery of immunoglobulin infusion. There was patient involvement but no harm. The hospital's biomed reportedly performed the following tests: air-in-line test: pass (three times). Air-in-line test (wet and dry): pass (three times). Basic infusion with air introduction via syringe, both small and large amounts: pass (three times).

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a free flow event and the device allegedly allowed approximately "two feet of air" flow past the pump after full delivery of immunoglobulin infusion. There was patient involvement but no harm. The hospital's biomed reportedly performed the following tests: air-in-line test: pass (three times). Air-in-line test (wet and dry): pass (three times). Basic infusion with air introduction via syringe, both small and large amounts: pass (three times).